Event description:
It was reported that during a lead revision procedure, it was difficult to remove the atrial lead from the header of the pulse generator. The device was explanted and replaced. The patient tolerated the procedure well and was discharged home in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that it was difficult to insert test leads into the pulse generators header and the lead insertion force used to insert the leads was out of specification for the product.